Manufacturer narrative:
Batch review performed on 20 november 2017. Lot 153610: (B)(4) items manufactured and released on 29 december 2015. Expiration date: 2020-12-09. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the cup had shifted. The surgeon plans to revise the cup, liner and head.